Manufacturer narrative:
A review of lot c303 was performed and there were no non conformances associated with this lot. No trend for complaint category drive tube leak/break at the time of investigation. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. CAPA (B)(4) is currently open to investigate cellex drive tube leaks. The assessment is based on the information available at the time of investigation. No products was returned; therefore, a root cause could not be determined based solely on the information provided by the customer. (B)(4).

Event description:
Customer reported a drive tube leak had occurred when a single needle mode treatment was at 504 ml whole blood processed, on (B)(6) 2014, and had not been reported to therakos at the time of the event. Customer stated there was a loud noise and a blood leak in the centrifuge, and the drive tube was found with a tear about 1.5 cm long between the two drive tube bearings. Customer stated the drive tube bearings were still in the bearing retainers, and the drive tube seemed to be loose in the bearings. Customer stated the treatment had been aborted. Blood was returned to the patient by the equipment before the drive tube leak occured, no blood was returned to the patient after the drive tube leak. Css received the phone call form customer reporting this event late on (B)(6) 2014 and was not able to log the call into (B)(4) prior to close of business that day; css subsequently entered the call information into (B)(4) on (B)(4) 2014.